Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on the display screen which makes number hard to read as well as sticky buttons which were not responsive. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump screen went blank as well as insulin pump grinds and tick on rewind. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected drive/motor anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with stripped battery cap coin slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).